Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inability to inflate the balloon was confirmed due to blockage of the hub. Blockage of the device with no lumen integrity compromise is not known to cause or contribute to patient injury. However, the device was already conservatively filed as an MDR, prior to the completed analysis of the device. It is not possible to retract a medwatch report so the event will continue to be identified as reportable, although it no longer meets the criteria for reporting.

Event description:
It was reported that the procedure was to treat a lesion in the femoral artery. The 6.0mmx20mmx80cm armada 35 balloon dilatation catheter failed to inflate reportedly because the hub was blocked. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.